Event description:
Since reporter obtained breast implants in 2000, reporter's health has steadily deteriorated. Reporter now experiences severe and chronic joint and muscle pain, cognitive disturbances, sudden fevers, migraine headaches, fatigue, facial scarring, deep vein thrombosis, raynaud's syndrome. Reporter has tested positive for one autoantibody for apls. Reporter is currently being treated with plaquenil and nsaids as doctor suspects lupus.